Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to continue troubleshooting initially, so technical support provided guidance to reset the pump. Later, the customer contacted technical support again after performing the pump reset themselves and was able to resume insulin therapy and start a sensor session.